Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an insulin flow blocked alarm event on (B)(6) 2025. The blockage was in the tubing. Patient changed supplies as necessary and resumed insulin therapy. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - revision (B)(4) of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6013003, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6013003 was manufactured according to the work instruction (wi) version 101 and packaging in the machine multivac 14 on 25-apr-2025, with a total of (B)(4) units. The sub-assembly, gluing tube of the lot 5d02749 was manufactured according to the wi version 67 and manufactured in the machine sc06-sc05 on 24-apr-2025, with a total of (B)(4) units. The sub-assembly, gluing tube of the lot 5d01162 was manufactured according to the wi version 67 and manufactured in the machine sc06-sc05 on 25-apr-2025, with a total of (B)(4) units. The sub-assembly, gluing tube of the lot 5c00900 was manufactured according to the wi version 67 and manufactured in the machine sc08 on 23-apr-2025, with a total of (B)(4) units. Review of the device history record (DHR) showed that an extended inspection was created due to delaminated tape, extended inspection was found within specification conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Extended inspection is not related with the claimed malfunction; therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.